Event description:
During an incident in 2001 involving a male pt complaining of shortness of breath and with an irregular heart rate recognized, this defibrillator was being used with monitoring electrodes (hp p/n m2202a exp 10/01) to monitor the pt and the pulse rate was not displayed on the screen. The screen went blank after approx 1 minute though the backlight stayed on. The on button was pressed to power the unit back up and the unit again stayed on for approx 2 - 3 minutes and powered off, except the backlight stayed on. This occurred 4 times over a 10 minute period. The pt was conscious and stable during transport to a hosp. The pt was not excessively hairy or had moist or dry skin. Testing later at the station found the defibrillator operating properly.